Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. However, three retained samples were compression tested between the tube and the chamber. The results of all the three units revealed that these junctions were very strong since the results were well within the acceptance criteria. There could be several possible factors that could have contributed to the reported non-conformance. However, since the involved sample was not available for evaluation and the issue was not confirmed on the retained samples, the exact root cause that has lead to this reported non-conformance couldn't be definitely established. Baxter shall keep monitoring these events during quality reviews. Batch file review did not reveal any issues related to this complaint and has passed all statistical sampling acceptance criteria for all tests performed including in-process testing and product testing. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Event description:
A customer reported to baxter (B)(4) of a baxter solution administration set had disconnected at the level of the chamber. The inlet separated from the chamber during the infusion. The reporter suspect a solvent issue. There is no clinical consequences or patient injury reported. No additional information is available.